Event description:
It was reported that during inspection for use the subject device displayed a scope error (error 315). There was no patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4 - unique device identifier (UDI) #1, d8, e3, d4 - primary UDI number, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was complaint failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.